Manufacturer narrative:
Investigation summary: it was reported there is foreign material in 50ml syringe cap. To aid in the investigation, two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. Both samples have embedded degraded resin at the luer tip. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 1056577. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to help mitigate these escapes. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes had foreign matter in them. The following information was provided by the initial reporter: "foreign material in 50 ml ll syringe cap."